Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 135041: (B)(4) items manufactured and released on 11-dec-2013. Expiration date: 2018-nov-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported cases during the period of review.

Event description:
At about 8 years and 6 months after the primary surgery, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised successfully the medacta stem and head with competitor products and revised the medacta liner with a medacta liner.